Manufacturer narrative:
(B)(4). Batch # r93l30. Investigation summary: the handpiece was received with the nosecone cracked. It was connected to a generator, evaluated with a test instrument, and was found to be functional. Then the instrument was disassembled to inspect the internal components and the moisture indicator was found to be positive. Due to the cracked nosecone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the harmonic instrument wouldn't activate. A second like handpiece was used with the same instrument and the procedure was completed with no consequence to the patient.